Manufacturer narrative:
(B)(4). The implanted product remains in-situ and is not available for evaluation. Investigation of similar devices is in process. Review of labeling notes the following: "contraindications include but not limited to ... Patients with inadequate bone stock or quality." When new relevant information becomes available, a follow-up report will be filed.

Event description:
Corpectomy and vertebral body replacement with xcore product and traverse plate occurred due to traumatic fracture at the l1 vertebral body. Initial surgery occurred (B)(6), 2010. Patient reported back pain following surgery. No known anatomical issues were encountered during the initial surgery; however, the nuvasive representative present at the surgery noted some difficulty in tightening the lock screw. Other surgeon technique issues reportedly did not occur, nor were there any noted instrument contributors. No revision surgery has yet occurred. No product is expected to be returned at this time. Review of follow-up films notes approximately 1-1.5 cm reduction in the xcore implant height as well as a superior screw backout of approximately 3mm. Significant screw angulation changes were also noted and appear to be related to the change in height of the xcore implant.